Event description:
Reporter stated that, while priming a new insulin cartridge and infusion set, insulin leaked inside of the device's cartridge chamber. Patient indicated that the device generated a cartridge/adapter alert. Patient's blood glucose was not affected and no treatment was received.